Manufacturer narrative:
(B)(4) - bone resorption, infection occurred. It was reported that a patient underwent a left mandibulectomy and absorbable hemostat was used on the spongy bone on (B)(6) 2011 and was left in situ. The patient had a follow up visit with the surgeon on (B)(6) 2011 and (B)(6) 2011 and the patient was making satisfactory progress. On (B)(6) 2011, the patient complained of pain. The surgeon diagnosed infection and bone resorption. The patient underwent a second procedure on (B)(6) 2011 and the absorbable hemostat was not detected. The patient has been hospitalized since (B)(6) 2011 and as of (B)(6) 2011 the patient will be discharged soon. The surgeon opines that it is possible that the bone resorption occurred by putting the absorbable hemostat on the surface of bone.

Event description:
It was reported that a patient underwent a left mandibulectomy and absorbable hemostat was used on the spongy bone on (B)(6) 2011. On (B)(6) 2011, the patient complained of pain and hematoma formation was found at the bone. The product was still implanted at that time. On (B)(6) 2011, the patient underwent re-operation to remove the absorbable hemostat. The surgeon opined that it was unknown whether the absorbable hemostat caused the hematoma formation or not. The patient has hyperpiesia and a tendency to bleed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.